Event description:
It was reported to philips that the device fails the operational check. There was no patient involvement.

Event description:
It was reported to philips that the device fails operational check. There was no patient involvement. The customer worked with the technical support representative. The device needs nibp and co2 calibrations as per device messages. Also, the operational check requires the use the 50 ohm test load. The customer does not seem to have this test load. Not using the test load will cause the operational check. The customer is thinking of sending the device to philips bench repair. The calibration of nibp and co2 is a device operational requirement and is not a malfunction. The customer has not sent the device into bench repair after many months. The exact confirmation of the status of the device is unknown. The case was closed but the customer can reopen the issue as needed.